Event description:
A malfunction was reported when a customer's pump shut down and became unresponsive, not flashing, vibrating, or responding even when plugged into the charger. There was no adverse impact to the customer's blood glucose level. Technical support assisted by providing pump reset information and attempted troubleshooting; however, after the malfunction code persisted following the reset, it was decided that the pump would be replaced due to a related display issue. Customer reverted to an alternative method of insulin therapy.